Event description:
It has been reported that the system could not produce image even after multiple reboots. No harm to the patient has been reported to philips. The available information does not indicate if the system was in clinical use or not when the issue took place. We are conservatively reporting this event at this point of time . A follow up report will sent if any further information is available. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system unable to image until several reboots. Review of the log file showed that no errors found. Upon troubleshooting, fse checked the system and confirmed that the problem resolved. After the service, the system was returned to good working condition. The codes were updated based on the investigation outcome.